Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1 was returned on the suture. The t2 has been cut from the suture and was not returned. The suture is off of the device the variable depth straw has been trimmed. The needle assembly is bent. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the ultra fast fix assembly, found the device assembler must visually verify the following: orientation of implants: tapered end of implants must be facing toward the front of the needles and the square end of implants toward the handle. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during arthroscopic procedure, the ultra fastfix lacked the t2. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. H11: corrected information in h6 (health effect - impact code).

Event description:
It was reported that, during arthroscopic procedure, the ultra fastfix lacked the t2. The t1 implant was removed by pulling it. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.